Event description:
The device was sent in for repair for the issue of e300 error message for flashing front panel lights observed during preparation for use. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that there was failure of the mother board which was causing system failure and the front panel lighting failure. This medwatch is being submitted for the reportable issue of the mother board failure resulting in system failure observed during device evaluation.

Manufacturer narrative:
Event date is dec 22, 2021. The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that there was failure of the mother board which was causing system failure and the front panel lighting failure. Additional findings are: socket in light channel broken and heavily dusty and worn; device itself is very dusty; power switch broken and with foreign body; light output is no longer achieved with less than the manufacturer's minimum requirement and is massively smeared with thermal paste and dusty; pump system with dust inclusions in the system; front plate bottom and lid has corrosion and moisture damage; moisture splashes and dust on the power supply unit. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The investigation results confirmed the event was caused by a faulty main board. The specific root cause of the faulty main board could not be determined at this time. Olympus will continue to monitor field performance for this device.